Event description:
The nurse of the hosp reported to our sales rep that she was observing a surgery procedure. During this she observed that the article always becomes wedged and can't be implanted. There was a delay of 10 min. A replacement was available and the surgery was successfully completed at the end.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.